Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not returned to manufacturer.

Event description:
Reporter stated the infusion tube has disconnected from the connector on several occasions and this has resulted in insulin leakage. No adverse event was reported. The alleged product is not available to return for evaluation.